Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the patient suffer from any consequence due to the issue? Please provide more details in attached file indicate surgery prolonged, could you please confirm this next questions: was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? Events reported via: 2210968-2022-06638, 2210968-2022-06636.

Event description:
It was reported that a patient underwent gastric procedure on (B)(6) 2022 and suture was used. During the procedure, the surgeon reported that three sutures detached from the needle at the surgery intra-op as he was performing a laparascopic gastric bypass at the nairobi baiatric centre. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/27/2022 h6 component code: g07002 no device returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ the patient did not suffer any consequences due to the issue. ¿ there was no change in the patient¿s post-operative care due to the prolonged procedure. ¿ there was no unexpected outcomes or complications because of the prolonged surgery time. ¿ the surgery was prolonged by 15minutes due to the issue. - please also note that there was cost implication on the customer due to the issue and they were requesting for replacement of the sutures. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-06638, 2210968-2022-06637, 2210968-2022-06636